Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional information was received on 03/06/2016; it was reported by the vad coordinator that patient was admitted for septicemia/ bacteremia/ fungemia s/p (status post) driveline infection. During hospitalization, on (B)(6) 2016, "pt was noted to have become increasingly more lethargic but continued to be responsive, at that time sedating medications were held. Later, around 6:00am the staff noted pt to be unresponsive and a code stroke was called." She was intubated for airway protection and taken to CT scan. Scan revealed large right temporal parenchymal hemorrhage with 6mm right to left midline shift as well and right uncal herniation and small right subdural hematoma. Inr = 1.4 at time of event. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. Death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. There were no device malfunctions or performance issues that would impact the event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed to the reported event and patient outcome include the patient's septicemia, bacteremia, fungemia, right temporal parenchymal hemorrhage (stroke), right uncal hermination, small right subdural hematoma and related comorbidities. The root cause of the reported event cannot be conclusively determined however there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator, the patient came to clinic with stable hemodynamics but increased infection parameters. A rise in the temperature and dyspnea, on the next days the pulmonary gas exchange worsened, patient had to be intubated and moved to ICU. Further need on and to increase inotropes. There were infiltrates visible on x ray, drive line exit site was in very good condition, a pneumonia was suspected. Patient was treated with tazobac, after a few days staph aureus was detected and antibiotics were adjusted. They ran a 18-fdg-pet-CT with the result of multiple smaller cerebrovascular strokes, strokes in splenic and an accumulation of staph aureus around the device. The patient died under a max of intensive care and medicine. As per vad coordinator "family, who has been very involved in patient's course was notified of findings. This was determined to be an un-survivable insult. Comfort care measures were initiated after family discussion with intensivists and ICU team. Fentanyl and versed drips were started and decision was made to withdraw care by terminally extubating and turning off the vad." Patient died on (B)(6) 2016.